Manufacturer narrative:
The pod was received with the cannula not deployed. After opening the pod, the investigation found that the ratchet gear and clutch spring were still in their original positions, with the clutch spring still held by the spring latch. The pod was deactivated by the user before first priming was initiated. No other defects, damages or deformities were found with the drive mechanism that would prevent the pod from deploying the needle.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported that the pod did not deploy at all. He wore the pod less than a minute.